Event description:
During manufacturers field service of the ventilator, review of the device diagnostic log noted a prior power fail occurrence. The customer did not report the occurrence during previous usage. There was no patient use or harm reported. The finding was not duplicated during service of the device and applicable testing passed.